Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had minor scratched display window, broken battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated they heard water when they shook the pump. The pump was dropped in water and there was water under the lcd. The insulin pump was returned for analysis.